Event description:
A gap intramedullary nail 4.8mm diameter implanted in a femur broke in the patient at the level of the upper distal hole. The intramedullary nail was implanted in (B)(6). The surgeon mentioned the following details to the distributor: the patient started prematurely supporting its weight. It was a problematic distal fixation executed by inexperienced residents. Only one locking distal screw was used. As per instruction for use and surgical technique, 4.8mm gap require a minimum of 2 distal locking screws due to the small diameter of the screws. Pega medical was initially put aware of the incident on (B)(6) 2015 by a third person (surgeon) that indicated a failure of a gap nail with no further details. The distributor was contacted to obtain additional information that was only obtained on (B)(6) 2015.

Manufacturer narrative:
Remedial action has been already initiated in order to discontinue the sales of the 4.8mm gap nails until the root of the problem is identified and mitigation measures are implemented. Additionally, a recall procedure has been initiated to request surgeons to monitor patients with 4.8mm gap nails implanted. It is important to note that the risk of nail failure is higher during the fracture/osteotomy consolidation period that is estimated to a maximum of 12 weeks. Longer consolidation delays will be considered non-unions or mal-unions. It is known surgeon's practice that cases of non-union or mal-union will required longer immobilization periods or re-operation. All patients with 4.8mm gap nails in us were operated more than 7 months ago, therefore, fracture/osteotomy consolidation should have been completed.